Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and mildly tortuous obtuse marginal branch. Intravascular ultrasound (ivus) was performed and revealed calcified plaque in the lumen side. After performing ivus, a 2.50mmx15mm emerge¿ balloon catheter was advanced for predilation and was initially inflated at 14 atmospheres. However, on the second inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with a non-bsc balloon catheter. The procedure was completed successfully with implantation of a promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that the device was inflated to 15atm which is above rated burst pressure (rbp). The emerge dfu states: "inflate the balloon slowly to the appropriate pressure to perform percutaneous transluminal coronary angioplasty (ptca) or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter."   (B)(4).